Event description:
It was reported that a peritoneal dialysis (pd) home patient (hp) experienced a connection issue, acquired bacterial peritonitis and subsequently passed away. The peritonitis was manifested by fever, pain, turbid effluent and malaise one day after the connection issue. The cause of the peritonitis event was reported to be a connection issue between the titanium adapter and the transfer set. The family member stated that the transfer set became disconnected. The spouse reconnected the transfer set to the adapter. The following morning, the hp went to the clinic and a new set was placed, also, prophylactic antibiotics were administered cefalotin (1g) for the disconnection. That night, the hp¿s daughter observed turbid liquid during therapy. She could not drain the hp. The hp was taken to the hospital two days after the connection issue and diagnosed with bacterial peritonitis. The hp was treated with gentamicin (40mg, every 12 hours, route not reported), cephalothin (500mg, every 8 hours, route not reported) for the first two days after onset of peritonitis, vancomycin (1000mg, every three days, route not reported) administered 2 days after the onset for 2 days. The hp¿s cavity was washed out, but this did not clear of the effluent. Five days after admission, the hp passed away while hospitalized. According to the medical report, the cause of the hp¿s death was bacterial peritonitis, septic shock, intestinal ischemia and acute intestinal obstruction. It was not reported if an autopsy was performed. It was not reported if pd therapy was ongoing until the time of death. This is report 1 of 2 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted. (B)(4).